Event description:
Additional information was received from the manufacturer representative (rep). It was reported that currently, the patient's system was explanted on (B)(6) 2023, and it was discovered that one of the electrodes on the lead that had been replaced in 2019 had broken off in the cervical area also, leaving behind a total of 3 electrodes (2 from her original system and 1 from the replacement).

Manufacturer narrative:
Refer to regulatory report #(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery and both leads were replaced. A piece with two electrodes was completely severed from the rest of the lead and remains in the patient¿s epidural space as the physician chose not to attempt to remove it. It was noted that the patient had a car accident in january and everything went haywire.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and spinal pain. It was reported that the patient¿s battery was dead, so they went to see their original implanting physician about a replacement and the physician took an x-ray and noticed the patient¿s cervical lead was fractured where two of the contacts appeared severed. The cause of the reported issues was unknown. Surgery was planned but not yet scheduled, to replace the whole system. The issue was not resolved at the time of the report. The event date was unknown. No further complications were reported/anticipated.